Event description:
The customer stated that he has been experiencing high blood glucose levels since june 30, and he has not been able to bring them down. The customer's blood glucose at the time of the call was 600 mg/dl. The customer has changed the infusion set several times, and has given manual injections, but that has not helped. The customer stated that the vial of insulin may be an issue as well. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. The customer called back to report that his blood glucose levels are still high, and he will be going to the emergency room as his hcp has not returned any of his phone calls. The customer also requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.